Manufacturer narrative:
Concomitant medical products: 457445 lead implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited increase in impedance and the right atrial (ra) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.